Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics stack. No moisture damage was noted to the motor. The functional testing could not be performed and no alarms could be verified due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for errors, had condensation on the screen and reset itself, and made a high pitched sound. The customer changed the battery and the display was then blank. The blood glucose reading was 196 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture, and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display did not return through troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.